Event description:
During an in clinic follow up, episodes of oversensing due to noise resulting in pacing inhibition were observed on the right atrial (ra) lead. Provocative testing was performed and the noise oversensing was able to be reproduced. Lead damage was suspected. Technical support was contacted and lead replacement was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.